Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged during the injection. Additionally, the consumer had difficulty properly attaching the needle to the pen. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Also reported needle stick while re-shielding for disposal. Consumer is a new user, stated that she attaches the needle by pressing it onto the pen until she hears a click sound."

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged during the injection. Additionally, the consumer had difficulty properly attaching the needle to the pen. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Also reported needle stick while re-shielding for disposal. Consumer is a new user, stated that she attaches the needle by pressing it onto the pen until she hears a click sound."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.